Event description:
Adverse event - tip of left index finger was amputated when pt grabbed the side of his chair while chair was being tilted. Product problem - chair has no guarding to prevent fingers from being cut when chair is tilted.